Event description:
The user facility reported that 2-hours into a bypass procedure a small blood leak was observed coming from the tubing connection between the heat exchanger and the oxygenator. The perfusionist applied bone wax to tubing to slow the leak. Because the leak was small and occurred near the end of the procedure, no other action was determined to be necessary and the unit was not changed out. The user facility reported that there were no pt complications as a result of this incident.